Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A faulty cable was causing the e222 error to occur. This cable will require replacing. Additionally, there were cracks noted on the focus ring. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus 4k camera head presented error message e222 "scope communication error" during preparation for a diagnostic procedure. According to the initial reporter, the camera was connected to the tower and functioned properly, but when connected to the telescope, the error message was displayed. Reportedly, the intended procedure was completed using another camera and there was no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective cable could not be determined. Olympus will continue to monitor field performance for this device.